Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Patient had a catheter put in yesterday and stated that they had a rough day. Patient was coming home from doctor office due to tape. Unable to understand if it was due to side effect from tape. Patient was advised to consult with doctor for more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.